Manufacturer narrative:
(B)(4). Batch # t5de48. Device analysis: the analysis results found that one psee45a device was returned with the anvil bent upwards and with two gst45w reloads present. The reloads were received partially fired 2/3. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device opened without any difficulties noted. Reloads b and c: gst45w, t5cw5h, partially fired 2/3. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. Concomitant medical products: reload lot no. T40l1e. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Response: no information available.

Event description:
It was reported that stapler fired and went to the end but stopped. It made a weird noise; manual reverse brought the blade back and the device opened. Bleeding occurred and the procedure was delayed by an undetermined amount of time.